Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that stimulation sensation did not feel right and did not feel stimulation even after checking that stimulation was on. If the patient moved a certain way they would twitch and jerk. The leads did not seem like they were in the right position. The patient tried playing with the programs but still did not feel anything. The patient had been exercising more and doing yoga. Adaptive stim was on and the patient was on group c. The implantable neurostimulator (ins) was indicated for spinal pain and rsd/causalgia-complex regional pain syn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.